Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: biotronik panthera. Inflation: boston. Guide cath: boston. Guide wire tip separation of this nature may occur when the core is subjected to tensile or torsional overload beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued that would require the tip to be trapped, in this case, within the anatomy in order to create the required forces to damage the wire as described above. The lesion was described as calcified and the vessel was very narrow which could have contributed to the reported guide wire separation. Overall, the reported guide wire tip separation and treatment appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. In order to ensure that guide wire separation does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs a non destructive tip pull test of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the whisper guide wire was placed in the target lesion in a very narrow, tortuous and calcified mid circumflex. The lesion was dilated with a non-abbott balloon, which caused a dissection. The physician decided to send the patient to the university hospital in utrecht to treat the dissection. While doing a control angiogram, it was noticed that the guide wire had separated and the radiopaque part of the guide wire remained in the patient in the area distal to the dissection in mid part of circumflex. A stent was used to treat the dissection, and the separated portion of the guide wire was compressed against the vessel wall with the same stent. The patient left the hospital with no patient effects. No additional information was provided.